Event description:
Procedure performed: lap anterior resection. Event description: mid way through the case, surgeon uses an artery to grab a gauze to clean the inner port. Camera was inserted subsequently. These steps were repeated several times before the rubber seal came off. No clinical impact to the patient as a result of the event. Additional information provided by applied medical representative on 04-jun-2026: no pieces fell into the patient. No internal seal components were removed or cut to inspect the damaged component. Intervention: a new trocar was opened. Patient status: nothing; no patient injury indicated.

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.